Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with mentor memorygel breast implants 425 cc and experienced dissatisfaction. It was stated the physician implanted the wrong size implants. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 590 cc, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2020. This report is for the left breast prosthesis.